Event description:
A pt service rep (psr) coordinator contacted zoll customer support to report battery faults with a battery faults with a battery pack. The psr coordinator was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon receipt the battery pack had an output voltage of 2.08 v and was nonfunctional in both a charger and a monitor. The cause of the low battery voltage was unable to be positively determined, but was likely excessive discharge of the battery pack. The root cause of the excessive discharge was unable to be positively determined. No adverse event occurred due to the battery's low output voltage. The psr coordinator received a replacement battery pack.